Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that, on (B)(6) 2024, the patient was hospitalised at (B)(6), including admission to the intensive care unit, with a diagnosis of a basal ganglia haemorrhage. The patient was using omnipod eros system at the time of the event but it was immediately disposed of on admission. The name of the healthcare professional who treated the patient was not recalled by the complainant. Treatment the patient received included thrombo ass, cerebokan and pronerv. The patient's wife stated the event was not linked to a device failure but likely a complication from a longstanding diagnosis of diabetes. The patient resumed omnipod system use in (B)(6) 2025. As a result of the haemorrhage, the patient has ongoing cognitive impairment and impaired motor function. The patient was hospitalised for a total of 37 days ((B)(6) 2025).